Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced replace battery now alarm and power system error. The customer's blood glucose value was 194 mg/dl. The customer stated that she woke up at 2am and the pump told her that she needed to change the battery. The customer declined to troubleshoot. The product was returned for analysis.